Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This report was inadvertently submitted under the wrong report number in 2019. We are correcting this error with this submission.

Event description:
It was reported that a patient experienced a dental implant loss.